Event description:
In accordance with 21 cfr 803.22 (b)(2), we are notifying you that on may 23, 2012, a customer contacted roche diagnostics and reported an incident of hypoglycemia that occurred "a few years ago". At 8:00 am, her husband tried to wake her, but could not. The husband tested her blood glucose at 35 mg/dl. He treated her with a glucose gun and called paramedics. The paramedics arrived, but did not test her or treat her. The customer reported using a minimed continuous insulin pump at the time of the event. The minimed insulin pump mentioned in this event is not manufactured or imported by our firm. N/a. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).